Manufacturer narrative:
The device was not returned for analysis. A review of the production record and corrective and preventive actions (CAPA) database for the reported lot revealed no related manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a venotomy closure of the left common femoral vein using the pre-close technique via a 10f sheath hole prior to a cardiac ablation procedure. Reportedly, a cuff miss [device needles not engaging with the cuffs] occurred as the suture of the prostyle device was not attached when the plunger was pulled out. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 10f and the cardiac ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.